Manufacturer narrative:
Investigation summary: three open 32g x 4mm pen needle samples and five photos were returned from an unknown lot. No., cat. No. 320136. A clog test was carried out on all three samples and no issues were observed. DHR review cannot be carried out as lot number is unknown. No issues were observed with the returned samples/photos therefore no root cause can be identified.

Event description:
It was reported that 3 pen ndl 32ga 4mm 14bag 700case jp experienced leakage during use. The following information was provided by the initial reporter: the patient complained that when s/he tried to use their device, leakage was confirmed. Commented that it was wet before connecting the pen needle to the pen. Also s/he used several times. Cat: 320136. Lot: unknown. The sample was returned to bdj on (B)(6) 2019, so confirmed the material# is 320136 and the lot# unknown.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 3 pen ndl 32ga 4mm 14bag 700case jp experienced leakage during use. The following information was provided by the initial reporter: the patient complained that when s/he tried to use their device, leakage was confirmed. Commented that it was wet before connecting the pen needle to the pen. Also s/he used several times. Cat: 320136. Lot: unknown. The sample was returned to bdj on nov 6, 2019, so confirmed the material# is 320136 and the lot# unknown.